Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found pinch tubing split at pinch valve vl37, and the tubing was replaced to resolve the leak. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as about 50 ml of bluish colored liquid that leaked from behind the main diluter panel of the instrument onto the counter. The customer could not identify the source of the leak. There were no instrument generated error messages reported in conjunction with the leak. The customer was running the instrument startup process when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.